Manufacturer narrative:
The investigation did not identify a product problem. Based on the available data, the cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6). The field service representative replaced both sipper probes, sample probe, reagent probe and pinch valve tube. The analyzer performance check test was successful. A general reagent problem can most likely be excluded. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys prolactin assay results for 1 patient and questionable tsh elecsys cobas e 200 results for 1 patient on cobas 6000 e 601 module. Patient a: the initial prolactin result was 900 uiu/ml and the repeated result was 2400 uiu/ml. Patient b: on (B)(6) 2020, the initial tsh result was 2.6 uiu/ml and the repeated result was 1.2 uiu/ml. The samples, for both patients, were recentrifuged before the test was repeated. It is unknown if the results were reported outside of the laboratory. It is unknown which result is believed to be correct. The prolactin reagent lot number was 426972 and the tsh reagent lot number was 448603. The expiration dates were requested but not provided.